Manufacturer narrative:
In previous report the b5 section for "describe event or problem " was given for the recall device but the event is not under recall as the device is ds2 adv auto CPAP. The event is updated as: "the manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event. The manufacturer received information alleging liver disease. In addition, the patient also alleged acute kidney injury and severe sinus inflammation. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the coding were given for uno device which is now updated/corrected in this report for "problem code grid", "evaluation method code" and "conclusion code" were also updated for non-uno device.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging liver disease. In addition, the patient also alleged acute kidney injury and severe sinus inflammation. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.